Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The pump is unavailable for return.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in an 80-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. Baseline assessment revealed absent pedal and posterior tibial pulses on the left lower extremity, with only a faint doppler popliteal pulse present. After impella placement, the registered nurse reported difficulty obtaining a popliteal doppler pulse, and vascular surgery was consulted. The left lower extremity appeared cyanotic in color. Vascular surgery believed the issue to be microvascular in nature and noted intervention at that time. It was noted that the contributing factors were the patient's history of diabetes mellitus, use of pressors, and previous catheterization/intra-aortic balloon pump. Subsequently, care was withdrawn and the patient expired. Limb ischemia may have resulted from compromised distal perfusion and microvascular disease during impella support, particularly in the setting of the patient's diabetes, use of pressors, and history of prior vascular interventions. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition as they presented in scai shock stage d.